Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and images. Visual examination of the provided images showed the explanted tibial component after removal. Radiographs identified extensive radiolucency along the margins of the tibial component and the tibial tray was displaced medially and loose. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices: unknown nexgen articular surface, catalog #: ni, lot #: ni. Unknown nexgen femoral component, catalog #: ni, lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address tibial component loosening approximately nine (9) years and seven (7) months post-operatively. No additional patient consequences were reported.